Event description:
It was reported by service report that the timing link needed replaced on the side rail. It is unknown if there was patient involvement, no adverse consequences to report.

Manufacturer narrative:
Result: timing link.